Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was sluggish. The technical support specialist (tss) verified the logs and found that the medication application was slow because the barcode scanner was disconnecting while in use. The customer replaced the barcode scanner and confirmed that the medication application was working normally. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ed central was running very slowly. The customer confirmed that transactions took longer than normal to process whether scanning, removing medications, or scanning during refills and stated that they had rebooted the station several times; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.